Manufacturer narrative:
(B)(4). Batch # m5544x. Additional information requested and received: just to confirm, when the deployed staples were unformed, were those staples delivered into the tissue? --- no information. If no, did the unformed staples fall out of the cartridge? --- na, on the first firing, did the device cut? --- yes. If yes, was the cut line complete? --- no. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? --- no information the analysis found that one pce60a device was returned in good visual condition and with an ecr60d partially fired 1/16 cartridge loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no partial fire or malformed staples were noted during functional testing.

Event description:
It was reported that during an open anterior resection, the device was locked out at the 1st firing on the rectum. Some staples of the proximal end were deployed. The deployed staples were unformed. After removing the deployed staples, another device was used to complete the case without problem. There were no adverse consequences to the patient.